Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit is getting iabp disconnected alarm at start up.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the fault logs and confirmed the alarm was present. The fse then put a test balloon and trainer on to try and duplicate the alarm. The unit ran unit for approximately 1 hour with no issues occurring. Then, the fse disassembled the unit and checked all wiring and tubing and hose connection , which all looked good. The fse ran the unit for approximately 1 hour with no alarms , ran unit thru a complete calibration and electrical safety test. The unit was then returned to the customer for use.

Event description:
N/a.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit is getting iabp disconnected alarm at start up. The unit was traded out and there was no patient harm.